Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that patient experienced angina and side branch event occurred. In (B)(6) 2013, patient presented with unstable angina and ischemia upon abnormal stress test or imaging stress test and was then referred for elective cardiac catheterization which revealed 2 target lesions. Target lesion #1 was a 80% stenosed lesion located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.37 mm and 20.8mm lesion length. The lesion was treated with pre-dilatation using an unspecified balloon catheter and placement of a 3.00 x 28 mm study stent resulting to 0% residual stenosis. Target lesion #2 was a 77% stenosed lesion located in the distal lad with a reference vessel diameter of 2.35 mm and 8mm lesion length. The lesion was treated with pre-dilatation using an unspecified balloon catheter and placement of a 2.50 x 12 mm study stent resulting to 0% residual stenosis. Baseline core lab angiography results of mid lad taken on the same day revealed 60% side branch stenosis in 1st diagonal. Post procedure angiography revealed 50% 'branch percent stenosis' in 1st diagonal. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, patient experienced effort angina and was hospitalized on the same day. For over a month, the patient had complained of recurrence of oppressive chest pain on left side which appeared on moderate exertion and was associated with dyspnea and subsided with rest. The subject was put on beta blockers and subsequently underwent an "effort test" thirteen days prior to hospitalization and the results were positive with regard to inducible ischemia as per the symptoms. The 92% stenosis located in the mid lad was treated with placement of a 3.0 x 15 mm non-bsc drug eluting stent resulting to 0% residual stenosis and timi 3 flow. The 100% stenosis located in 1st diagonal was treated with balloon angioplasty resulting to 30% residual stenosis and timi 3 flow. Follow-up corelab angiography results of distal lad revealed absence of thrombus and aneurysm with isr stenosis pattern 0 and follow up corelab angiography results of mid lad revealed absence of thrombus, aneurysm isr stenosis pattern 1b and 90% branch percent stenosis in 1st diagonal.